Event description:
The hosp contacted pmt on (B)(4) 2011 to report a deflation in the expander. The device was implanted on (B)(6) 2011 and explanted on (B)(6) 2011. Pmt did not receive the expander back until (B)(4) 2011.